Event description:
The user facility reported during a patient procedure, the floor locks of a 4085 surgical table became unlocked without operator intervention. No injuries to hospital staff or patient reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found that contrary to the reported event the hand control indicated the floor locks were unlocked, however the floor locks were engaged. Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
The technician replaced the control board, tested the table and returned it to service. No further issues have been reported.